Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 156 mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.